Manufacturer narrative:
It was reported that "the customer is having a hard time with the pendant and the "engine" part. They stated that they have already had their on-site technicians inspect the bed, stating that the issue is the head motor and the pendant. Customer stated that they are not near the bed, and that they do not want to troubleshoot, as they realized the issue within the bed". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that "the customer is having a hard time with the pendant and the "engine" part".